Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had a time clock anomaly. Customer stated that they had problem on reprogram the clock every 3-4 months. Customer stated that the insulin pump rewound was louder. Customer stated that the insulin pump was seized. Customer stated that the insulin pump had an unexplained random no delivery alarm. Customer stated that the insulin pump was rejecting new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.